Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found inside the hub of bd precisionglide¿ needle prior to use. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation results: one sample and photos received for investigation. Sample was visually evaluated. The available sample was analyzed and it was possible to confirm the foreign matter defect. Furthermore, batch history analysis was performed, quality notifications and maintenance records verified, and no deviation was found for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. The likely cause is that when the material flows through the injection cylinder it is stored on the sides and as time goes on and the temperature rises, the material becomes burned and can be released and injected. Based on severity and occurrence a CAPA is not required.